Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, stent damage was noted. In 2005, while loading the 2.5 x 24 mm taxus express2 drug eluting stent onto the wire, the stent struts were found to be lifted. Another of the same devices completed the procedure. There were no reported pt complications.